Manufacturer narrative:
(B)(4). H6 device code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that there was an error message. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of an error message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.